Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported to philips that the device was not switching on. The device was not in use at the time of the event. This issue occurred during testing of the device. The device was evaluated by an international field service engineer (fse) and the reported issue was confirmed. The fse noted an error code associated to data acquisition pcba adc reference failed. The fse replaced the power management pcba to resolve the reported issue and the device passed testing.